Event description:
The account alleged that when the brakes were activated the head and brake casters would swivel. No pt impact.

Manufacturer narrative:
The account replaced the head end brake casters to resolve the issue.